Event description:
Information received from the field notes that in the night following implant, an ECG printout showed ventricular loss of capture. The capture thresholds were 4.5 v, 0.5 ms. The output was increased to 7.5 v, 0.7 ms. Bipolar lead impedance was 943 ohms. The patient had conduction and was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received